Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 475cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The patient felt pain, tightness, and discomfort in her right breast. The diagnosis was confirmed on (B)(6) 2019. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2020.